Manufacturer narrative:
Livanova (B)(4), inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Operative notes were received from the patient's replacement surgery which occurred on (B)(6) 2011. The notes indicated the patient was present for a complication of mechanical device. It is not clear from the notes exactly what is meant by this. Of note, it was previously reported that the patient's generator was replaced due to end-of-service. The generator was received for analysis which confirmed the end-of-service status and found that no abnormal performance or any other type of adverse condition was found with the generator. No additional or relevant information has been received to date.

Event description:
It was reported that the "complication of mechanical device" statement was referencing the low battery and was not related to a device malfunction. No additional or relevant information has been received to date.